Event description:
It was reported that this artificial urinary sphincter (aus) exhibited unspecified issues leading to the physician to troubleshooting the device in office without success. A revision procedure was performed during which the existing device was explanted and replaced with a new aus. Upon examination of the explanted balloon, a hole was identified at the top near the tubing attachment point. No patient complications were reported.